Event description:
Event description guidant received information that during an implant procedure for this right ventricular lead, an impedance measurement of greater than 2000 ohms was observed and the physician, suspecting a lead fracture, removed and replaced the lead. An insulation fracture was visually identified towards the distal end of the lead. There were no adverse patient effects.